Event description:
As reported, the patient underwent breast repair procedure with one piece of the galaflex lite 17 cm, cut it in half and used those pieces to secure the implants on (B)(6) 2024. It was reported that the cut pieces likely were not large enough to properly support the 350cc implants. It was also reported that the scaffold was secured to the chest wall, but the implants have migrated together, and so the patient will require revision surgery to correct the situation with galaflex again.

Manufacturer narrative:
As reported, one galaflex lite 17cm was cut into two and used for securing breast implants which have migrated together after breast procedure. Based on the information provided the reported event is determined to be use related. The first-time user of the product cut the mesh into two pieces which were not large enough to properly support the 350cc implants. Review of manufacturing records confirms product was manufactured to specification. Per the instructions-for-use, supplied with this device, "galaflex scaffold may be cut to the shape or size desired for each specific application. The scaffold is to be positioned so its edges extend beyond the margins of the defect. It is recommended that surgical fixation be placed ¼ to ½ inches (6 to 12mm) apart at a distance approximately ¼ inch (6mm) from the edge of the scaffold. The edges are then fixated to assure proper closure under correct tension. When anchoring the scaffold, use the type of suture that is appropriate for your application. The edges or corners of the scaffold should be fixated with suture such that it lies flat against the tissue of the repair site. The scaffold should be sufficiently anchored without the expectation of stretch, to stabilize it during tissue ingrowth." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.